Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2020-03085; 1627487-2020-03111. It was reported that the patient experienced ineffective therapy, and reprogramming did not resolve the issue. As a result, the ipg and leads were explanted to address the issue. Explant date was not confidently determined.